Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. High ventricular rate (hvr) episodes were also noted. Programming changes were made. The patient was stable.

Event description:
New information received notes that pacing inhibition was noted due to oversensing.